Event description:
The customer reported that the system would not produce fluoroscopic x-ray. No patient or user injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram and technique processor pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.